Event description:
It was reported to boston scientific corporation that an anterior repair single incision sling and posterior repair procedure was performed (date unknown), using an elevate mesh (american medical systems inc), miniarc sling (american medical systems inc) and pinnacle posterior pfr kit (boston scientific corporation). Post procedure, the patient reported slight rectal pain and discharge of a little blood and pus from her vagina. The cause of the discharge is unknown. The physician opined, he "may have put the pinnacle mesh in too tight". No further information regarding the patient's condition or further medical intervention has been forthcoming; attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, the patient's age has been reported as over eighteen years old. The complainant indicated that the device has been implanted and will not be returned; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.